Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 168 cm., body mass index (bmi) 24.8 kg/m2. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and it was concluded that the adverse event described is not unique to an intuitive product and the intuitive product could not have caused or contributed to the adverse event; however, the event is probably related to the procedure. "Reactive pleural effusion is probably related to the post-lobectomy space."

Event description:
A patient in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. Eighteen days later, after discharge, a pleural effusion was identified. The event required re-hospitalization, unspecified medication and ultrasound-guided placement of a pigtail chest tube (not under general anesthesia) as treatment. The event was then deemed resolved two days later. The index procedure was completed without documented adverse events or da vinci device malfunctions; discharge occurred four days later. The study investigator reported the event as mild severity, a clavien-dindo grade iii, requiring rehospitalization, requiring intervention (surgical, endoscopic or radiological) not under general anesthesia, not a serious adverse event, probably related to the procedure, but not related to the da vinci study device, and not related to the patient's underlying disease status.